Event description:
It was reported that the patient¿s caregiver called to report difficulty twisting the connector onto the pump. The patient had already tried a second connector, which also did not attach properly, although both connectors fit when no cartridge was inserted. The patient was guided to push the piston fully and verify that nothing was inside the chamber or attached to the piston. After rewinding the pump and attempting to attach the connector with an empty cartridge, the connector successfully twisted on. The patient then filled the cartridge, completed the supply change, and resumed insulin delivery. The patient had used four cartridges, and additional supplies were arranged to be sent via expedited shipping. The lot number for the cartridges was 32479. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.